Event description:
One day after implantation of a cypher stent, the pt experienced a thrombotic. The target lesion was mid left anterior descending coronary artery and the vessel was a de novo, concentric, calcified and bifurcated. The lesion length was 25mm and vessel diameter was 2.5mm with a type b2 vessel classification. Pre-dilation was conducted with a balloon (2.0/20mm) at 14 atm for 30 seconds. Cypher (2.5/28mm) was implanted at 14 atm for 40 seconds at the target lesion. Post-dilation was conducted with a balloon (2.5/15mm) at 20 atm for 30 seconds (twice). Timi flow before and after the procedure was 3. Intravascular ultrasound was not conducted. The residual % of stenosis was 0%. Act was measured (204). The following day pt complained of chest pain during hospitalization. Coronary angiogram was conducted and a thrombus was observed inside of the cypher implanted at the mid left anterior descending coronary artery. The thrombus was treated by, aspiration and balloon angioplasty. A 2.5/20mm balloon was used. According to the physician, the thrombotic event may have occurred because ticlopidine hydrochloride was not administered before the procedure.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.